Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break. Block h11: a flexima biliary delivery system was received for analysis; the stent was not returned. Visual inspection found the push catheter suture hole torn. The guide catheter was not broken. No other problems were noted with the delivery system. Product analysis did not confirm the reported events of catheter-guide break and stent difficult to advance. A product labeling review identified that the device was not used in accordance with the instructions for use (IFU) / product label. The complainant reported that the inner sheath had come off when unpacking the device; however, the procedure was continued using the device. The IFU states, "care should be taken to prevent any damage to the stent and delivery system prior to or during placement. If any damage occurs, such as kinking, do not use the stent." It is most likely that the observed event of push catheter suture hole torn could have been caused by the deployment force applied on the device during the attempted stent deployment. Analysis of the available information, product analysis of the returned device, and product record review were unable to identify any evidence of the reported event of catheter-guide break. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used to treat a stricture during a stent placement procedure performed on (B)(6) 2024. During the procedure, upon unpacking the device, it was noted that the inner sheath had come off. The device was still attempted to be inserted through the endoscope and then into the target site; however, the insertion was difficult due to the inner sheath condition. Subsequently, the guidewire and the inner sheath were removed together during deployment and the procedure was completed able to be completed with this device. There were no patient complications reported as a result of this event. Note: it was reported that the inner sheath had come off when unpacking the device; however, the procedure was still continued using the device. Per the flexima duodenal bend biliary stent with delivery system instructions for use (IFU), "care should be taken to prevent any damage to the stent and delivery system prior to or during placement. If any damage occurs, such as kinking, do not use the stent." The physician did not follow the steps cited in the instruction for use (IFU).

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used to treat a stricture during a stent placement procedure performed on (B)(6) 2024. During the procedure, upon unpacking the device, it was noted that the inner sheath had come off. The device was still attempted to be inserted through the endoscope and then into the target site; however, the insertion was difficult due to the inner sheath condition. Subsequently, the guidewire and the inner sheath were removed together during deployment and the procedure was able to be completed with this device. There were no patient complications reported as a result of this event. Note: it was reported that the inner sheath had come off when unpacking the device; however, the procedure was continued using the device. Per the flexima duodenal bend biliary stent with delivery system instructions for use (IFU), "care should be taken to prevent any damage to the stent and delivery system prior to or during placement. If any damage occurs, such as kinking, do not use the stent." The physician did not follow the steps cited in the instruction for use (IFU).

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used to treat a stricture during a stent placement procedure performed on (B)(6) 2024. During the procedure, upon unpacking the device, it was noted that the inner sheath had come off. The device was still attempted to be inserted through the endoscope and then into the target site; however, the insertion was difficult due to the inner sheath condition. Subsequently, the guidewire and the inner sheath were removed together during deployment and the procedure was completed able to be completed with this device. There were no patient complications reported as a result of this event. Note: it was reported that the inner sheath had come off when unpacking the device; however, the procedure was still continued using the device. Per the flexima duodenal bend biliary stent with delivery system instructions for use (IFU), "care should be taken to prevent any damage to the stent and delivery system prior to or during placement. If any damage occurs, such as kinking, do not use the stent." The physician did not follow the steps cited in the instruction for use (IFU). **additional information received on july 29, 2024** upon unpacking, the inner catheter was moved to the stent release direction, and the stent was released unintentionally.

Manufacturer narrative:
Blocks b5 and h6 (device codes) have been updated with additional information received on july 29, 2024. Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break. Block h11: a flexima biliary delivery system was received for analysis; the stent was not returned. Visual inspection found the push catheter suture hole torn. The guide catheter was not broken. No other problems were noted with the delivery system. Product analysis did not confirm the reported events of catheter-guide break and stent difficult to advance. A product labeling review identified that the device was not used in accordance with the instructions for use (IFU) / product label. The complainant reported that the inner sheath had come off when unpacking the device; however, the procedure was continued using the device. The IFU states, "care should be taken to prevent any damage to the stent and delivery system prior to or during placement. If any damage occurs, such as kinking, do not use the stent." It is most likely that the observed event of push catheter suture hole torn could have been caused by the deployment force applied on the device during the attempted stent deployment. Analysis of the available information, product analysis of the returned device, and product record review were unable to identify any evidence of the reported event of catheter-guide break. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.